Manufacturer narrative:
(B)(4): evaluation results: evaluation of the product found that the alarm was returned without a battery door and therefore, could not be powered on in this condition. The alarm was tested with an alternate power supply and there was no alarm tone when pressure is off the sensor pad or when the magnet is detached. Further testing shows that the speaker is not working properly. (B)(4).

Event description:
The customer claims that the alarm's volume is low when tested with new batteries. There was no visible damage to the outside of the alarm case. There were no pt injury reported. Initial inspection of the alarm found that the alarm would not power on due to missing the battery door. Further investigation found that the alarm has a bad speaker.